Event description:
The customer reported insulin 100units/100mls was infusing when the pump module channel was shut off at 1500 because the blood glucose was 78. At 1600, the blood glucose was 33 and they found that the entire bag of insulin had infused into the patient even though the pump module channel was off. The event occurred at (B)(6). The customer stated that no additional event or patient information is available. (B)(4).

Manufacturer narrative:
Patient information requested and all available information is included. This report was filed by the MFR. The customer stated that the product will not be returned because the tubing was not left in the pump when it was turned off at 1500.